Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation stated the sample was received in good condition with minor cosmetic issues. Parts were functionally tested and the alignment issue could not be reproduced. Based on the condition of the device and the evaluation, the complaint is deemed invalid from a manufacturing standpoint. Product event evaluation revealed the product is an "sd" instrument meaning "special device" that was custom built to satisfy the requirements of a specific surgeon. It is not widely available and a statistical analysis of similar complaints is irrelevant. Instruments show signs of light wear/abuse where aiming arm couples to insertion handle. Coupling is tight but assembled properly. Product works as intended. Based on the condition of the device and the evaluation the complaint is deemed invalid and user error.

Event description:
It was reported that during an antegrade femoral nail procedure, the aiming arm assembly did not align with the hole in the nail. The surgeon had to insert the screw manually by drilling freehand. He was able to complete the procedure. This is 1 of 3 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.